Event description:
The manufacturer received information that an garbin evo ventilator was evaluated by a third-party service center for the complaint of "test sensor failed". There was no patient involvement and no harm or injury reported. Device error codes were found in the error log. Error code e-95 indicating the external flow sensor has failed and railed to maximum negative value, and error code e-97 indicating the external flow sensor communication ceased and sensor is stuck at the same value. The external flow sensor required replacement to address these issues. Ventilator inoperative error code e-156 was noted in the error log indicating therapy central processing unit (cpu) is still running in boot monitor software. The system printed circuit board assembly required replacement to address this issue. The device passed all final testing after repair.